Manufacturer narrative:
Results - (other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaint was found. Conslucions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted and removed an aa4204vf silicone single piece lens during the same surgery due to the lens tearing the posterior capsule. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. A sulcus lens was implanted and two sutures were required to close the incision. The reporter stated it was unknown if the lens was damaged.